Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a bifuse extension set was found to be leaking at the y-site while on a patient. There was no patient harm.

Event description:
The customer reported that a bifuse extension set was found to be leaking at the y-site during a tpn/il infusion while connected to the patient's PICC line. A glucose check will be performed with next set of lab work due at 2000 that evening.

Manufacturer narrative:
Correction to initial report: device info.

Manufacturer narrative:
The customer¿s report that the bifuse extension set was leaking was not confirmed. Visual inspection showed no damages or issues. Functional testing revealed no disconnections, leaks, or other issues. The root cause of the reported failure was not determined.